Event description:
It was reported that the ventilator stopped ventilating while it was being used on a patient. The patient's consequence information is unknown. (B)(4).

Manufacturer narrative:
The investigation of the returned monitoring printed circuit (pc) board has been completed. The monitoring pc board is responsible for calculation of parameters and monitoring alarm limits with control of alarms, as well as back-up alarm. The monitoring pc board was installed in a reference system for simulated use testing. It was found that it worked as expected, i.e. No malfunction. Evaluation of the received device log files indicate that the monitoring pc board restarted three times during ventilation at the time of event. When the monitoring pc board loose contact with the other sub-systems, an alarm will be generated prompting the user to restart the system. According to the system design, if the monitoring pc board restarts the ventilation will continue. The root cause of why the monitoring pc board restarted has not been determined. New information has been received regarding the date of event, the received device log files confirm that information. Therefore the date of event was determined as (B)(6) 2016.

Event description:
(B)(4).